Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Customer name-(B)(6).

Event description:
The customer reported temperature error e101 with malfunction in the fan during inspection for use involving an olympus xenon light source. There were no reports of patient harm.